Event description:
During procedure found saline dripping from sideport stopcock of faradrive sheath. Side port aspirated air when pull back done with syringe, so sheath was exchanged with new faradrive sheath and procedure proceeded.